Event description:
Pt had a bam with silicone gel breast implants performed in 1978 at another facility; therefore, the MFR is unk. Over the last several years, she has noticed increasing hardness and firmness to the point she had developed baker IV capsular contractions. Gross exam: the right breast implant is massively disrupted. The right capsule inner surface is largely calcified and focally coated with sticky pinl material. The left implant is disrupted along a 4.0 cm strip at the periphery from which exudes sticky, stringy viscous material. The capsule resembles that of the right side. Both capsuled show fibrosis and calcification with chronic inflammation.